Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) and had stored episodes of pacemaker mediated tachycardia (pmt). This device remains in-service. No additional adverse patient effects were reported.